Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the battery cap was unable to properly secure to the pump, and that the pump experienced no power. The reporter denied damage to the battery cap. The reporter denied any moisture to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2018 with the following findings:no power issues were observed in the black box download. During investigation, it was found that the battery compartment was cracked and the battery cap was stripped. The battery cap was unable to maintain an electrical connection. Investigation found power loss and reboots were duplicated. A test cap was used for testing purposes. The pump was able to power on normally with the test cap with no alarms. The pump was exercised with the test cap with no further power issues occurring. The original complaint of the power issue was duplicated.